Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 402 mg/dl. Customer stated that blood glucose not came down after bolus. Customer also stated that the insulin pump was working fine. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer also confirmed about having no leaks on the system. Customer also explained that this morning his blood glucose was around 50 mg/dl and then shot up to around 400 mg/dl. Customer treated their high blood glucose with manual injections or insulin pen. Customer mention that the insulin pump not gave him alert on his high blood glucose. Insulin pump will not be returned for analysis.